Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: patient was receiving infusion through the same PICC line on the right arm, pump started alarming- error patient side occluded. Insured that clamps were open insured that line was not kinked. Opened the pump and observed and very large bubble within the tubbing, bulge on second line was golf ball size directly below chamber tubing start, as soon as it was removed from chamber it ruptured at juncture of chamber tubing and tubing that goes to the bag. Infusion was almost complete (5ml left). Disconnected tubbing, flushed and pulled PICC line per orders.

Manufacturer narrative:
Two samples were received for quality evaluation. One sample that was received did not have any components above the upper portion of the silicone tubing but did have the securement collar on the silicone tubing. The second sample was unopened and did not separate with normal handling. The set was primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. The tubing set did not indicate leakage, air-in-line, occlusion or show signs of ballooning during the infusion. A separation of the tubing can be confirmed but a ballooning of tubing was not replicated. The investigation was forwarded to manufacturing for root cause analysis. After investigation of the failure and reviewing the description of events provided by the customer, it was determined that the failure was not due to a manufacturing defect. The description of the events indicate that the clamps were opened and the nurse "flushed" the line. When the clamps are not properly closed when conducting a fluid push, or administering medication via the infusion line ports, back pressure is created in the line causing the soft silicone tubing of the pumping segment to bubble. The possible root cause for the ballooning issue was created by the user error in not clamping the infusion set prior to conducting the flush. A device history record review for model 2426-0007 lot number 25045157 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.